Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Device had displayable history crc check failed on startup alarm in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files. Insulin pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had displayable history crc check failed on startup. Blood glucose was unknown. The insulin pump will not be returned for analysis.